Event description:
It was reported that during a craniotomy, the perforator failed to disengage. The underlying dura was torn, resulting in brisk blood loss until bone flap could be lifted several minutes later.